Manufacturer narrative:
The pushwire and the marksman catheter were returned for evaluation without the pipeline. The pushwire was found stuck inside the marksman catheter and absent of the pipeline; therefore, the event cause could not be determined.(B)(4).

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The event cause could not be determined as the pipeline was found fully opened and released from the capture coil; however, it is likely that the damaged braids may have contributed to the reported issue. (B)(4).

Event description:
During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil despite torquing the pusher more than seven times; therefore, it was removed from the patient. Another pipeline was used; however, the same issue was encountered. Treatment was completed with an alternate device. No injury was reported with the patient as a result of the procedure. Same event as MDR.# 2029214-2013-00718.